Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to rising thresholds. The physician opted to replace it when we replaced his battery. No other issues noted.